Event description:
It was reported that a patient underwent a caesarean section (c-section) on (B)(6) 2024 and suture was used. During interrupted suture, the needle and suture were detached easily in succession. The product was used on the myometrium. The operation time was extended within 30 minutes. It was a control release needle. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was provided: what is the lot number? Unk. When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. During use, but it is unknown the specific situation. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.